Manufacturer narrative:
Included ni for section b7 to indicate no information available.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.